Manufacturer narrative:
(B)(4). The involved device was not returned to the manufacturing facility for evaluation and the lot number was not provided. Therefore, the failure investigation was limited to user facility information and the evaluation of the reserve samples of three (3) recent lots from the reported product code. A visual inspection of the retention samples did not reveal any visual defects. Leakage testing was conducted and found to meet manufacturing specification. In addition, functional testing was conducted and confirmed the products met manufacturing specification. The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based upon the available information, the event description is consistent with the dilator being inserted off-center of the crosscut valve, damaging the valve and resulting in the leakage noted. The potential for such an event is addressed in the product labeling with statements such as the following: "insert the dilator into the center of the sheath valve. Forced insertion of the dilator which misses the center of the sheath valve may cause damage, and result in blood leakage." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported valve leakage on the rsb704h device. Follow up communication with the user facility reported the following information: a little blood leaked around the wire, more than average; and there was no patient impact.